Event description:
The pt has experienced an increase in their baseline seizure activity since 2003, when the device was programmed on. The device was programmed to 0.25ma (the lowest setting). It was reported that the pt's device programmed off (date unknown) and that the pt was requesting it be turned back on.